Event description:
It was reported via repair work order that the brakes would not hold due to worn brake ring and worn drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.